Event description:
It was reported that the ipg was explanted at an unknown date due to ineffective therapy.

Manufacturer narrative:
B3-date of event is estimated. Section a4: patient weight is unknown. Section d6b: date of explant is unknown. A case of ipg explanted was reported to abbott. Patient had their ipg explanted over 4 years ago due to ineffective stimulation. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.